Event description:
It was reported that during a procedure to treat an atrial fibrillation, a farawave pulsed field ablation catheter experienced a guidewire stuck. After left inferior pulmonary vein (lipv) treatment the wire would not pull back. To solve the issue the device was replaced, and the procedure was completed without patient complications. The device was received for analysis and the investigation is still in progress.

Manufacturer narrative:
Upon receipt at boston scientifics post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was returned without the original guidewire inserted. Functional testing was performed, and a known good guidewire was able to be advanced and withdrawn through the catheter with no issue. The catheters array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip.

Event description:
It was reported that during a procedure to treat an atrial fibrillation, a farawave pulsed field ablation catheter experienced a guidewire stuck. After left inferior pulmonary vein (lipv) treatment the wire would not pull back. To solve the issue the device was replaced, and the procedure was completed without patient complications. The device was received for analysis.